Event description:
Boston scientific crm received information that upon implanting this left ventricular lead, the suture sleeve was not tied down as it was too far down into the pocket and could not be reached. The suture sleeve was wedged into the vessel. Another suture sleeve was added and tied down to immobilize the first suture sleeve and the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.